Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure high alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Partial rinseback was completed, resulting in an estimated blood loss of 100 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported arterial pressure alarms and subsequent blood loss to issues with the pt's access, which has since been resolved. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.